Event description:
It was reported that the patient had experienced a presyncopal episode as a result of pacing inhibition due to ventricular noise. The lead was explanted and replaced on (B)(6) 2014.

Manufacturer narrative:
.